Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's leads had high impedances and unable to set ipg to MRI mode. X-ray confirmed one lead was fracture. Surgical intervention may be pending to address the issue.